Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)/large clots") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. D06930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from (B)(6) 2014 to (B)(6) 2015 and mirena from 2009 to 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe:mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy with salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, vaginal discharge and weight increased outcome was unknown and the menorrhagia, genital haemorrhage, mood swings, vaginal haemorrhage, uterine leiomyoma, dysmenorrhoea and fatigue had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: result: total bilateral occlusion; in (B)(6) 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)/large clots") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. D06930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from september 2014 to october 2015 and mirena from (B)(6) to (B)(6). On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2016, the patient experienced mood swings ("hormonal changes describe:mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6)2016, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"). The patient was treated with surgery (hysterectomy with salpingo-oopherectomy and ablation on (B)(6)2015). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, vaginal discharge and weight increased outcome was unknown and the menorrhagia, genital haemorrhage, mood swings, vaginal haemorrhage, uterine leiomyoma, dysmenorrhoea and fatigue had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Ultrasound scan vagina - in(B)(6)2015: result: total bilateral occlusion; in (B)(6) 2016: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on(B)(6)2018: plaintiff fact sheet received. New reporters added. Patient demographic information and relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (d06930) added. Essure insertion date updated to (B)(6)2015 and removal date updated to (B)(6)2017. Events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), uterine fibroids, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and weight gain added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.